Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3.5mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6 atm for 3 seconds in a pinhole form at the middle. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications.